Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a motor error alarm followed by another error alarm on the insulin pump and stated that they were unable to go any further than the rewind sequence. Customer stated that the alarm occurred multiple times. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 305 mg/dl and they were unable to treat. No further information reported.